Event description:
It was reported that the implantable cardioverter defibrillator (ICD)  was oversensing on the ventricular channel. An x-ray to rule out clavicle/rib involvement was unremarkable. The physician was unable to determine the cause of the oversensing, and unable to reproduce it. The patient denied any activities that may have caused electromagnetic interference. It was unknown if the oversensing was device or lead related. It was further reported that the right ventricular (rv) lead had falling impedances. The device and lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: implantable cardioverter defibrillator (ICD)  (B)(6) 2011. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter). Analysis of the device memory further indicated the impedance trend on the rv (right ventricular) pacing lead was decreasing. The analyst noted: sensing integrity counter 110; oversensing external noise.